Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion, and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture of a saline implant. The device has been explanted.

Event description:
Healthcare professional reported, "ruptured saline implant". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.